Event description:
User facility called to report that a steam sterilizer sn (B)(4) had the door open during cycle operation. No personnel were injured but property damage to the sterilizer and the facility occurred.

Manufacturer narrative:
Getinge field service engineering evaluated the unit on site. The 233 sterilizer door opened under pressure causing the door to swing open against a wall. The door remained on the hinges and door shafts appeared to be in locked position. All gauges showed 0 psi and the safety valve was 6 months old. Extensive photos were taken on site. Initial eval indicated that the sterilizer door was not adjusted properly. The sterilizer was deemed not repairable and was replaced with a current equivalent model sterilizer. The sterilizer that failed was returned to getinge sourcing and further investigation is needed to determine root cause.